Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2018-05343. It was reported the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter and a filterwire ez embolic protection system were selected for an in stent restenosis atherectomy procedure in the left superficial femoral artery (sfa) artery. During the procedure, the jetstream was ran however it was noted that the device stuck on the wire. The whole device was removed and the procedure was completed with an unspecified balloon. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: analysis of returned product revealed that only the protection wire was received and was found kinked at 167.2cm from the spring tip. Additionally, the spring tip is damaged (kink). The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2018-05343. It was reported the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter and a filterwire ez embolic protection system were selected for an in stent restenosis atherectomy procedure in the left superficial femoral artery (sfa) artery. During the procedure, the jetstream was ran however it was noted that the device stuck on the wire. The whole device was removed and the procedure was completed with an unspecified balloon. There were no patient complications and the patient was fine.